Manufacturer narrative:
Product analysis: the programmer powering off was reproduced by manipulating the power cable, which was found to have a loose connec tion. The issue did not recur with a good power cable. The cable was replaced. The programmer head connector was found to be loose. The link electronic module (lem) was replaced. The pc card eject button was broken, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed. It was further reported that, following this, the programmer was unable to boot. The programmer was returned for service. There was no patient involvement.